Event description:
It was reported that the tip of this probe broke off inside the pt during a procedure. They were able to recover the tip and the procedure was completed without any further problems.

Manufacturer narrative:
The device has not been returned to manufacturer. Additional information will be provided after investigation is complete.